Event description:
It was reported that when using the bd pyxis¿ medstation¿ es sa.c.l1a main drawers 1.1 and 1.2 were not detected on bus. The customer attempted reboot but it was unsuccessful and device was powered off, unplugged, and restarted, but the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed it was a self-service site and proceeded to cancel the work order.